Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device overheated in ten seconds (124.5 degrees but should be less than 20 degrees above ambient room temperature). The assignable root cause was determined to be due to damaged pawls and locking components which caused the heat. The issue is consistent with trying to run the device in the load position which damages the pawls and locking components which is caused by misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the cutter device would not "seat" into the motor device. During in-house engineering evaluation, it was observed that the device was overheating. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.